Manufacturer narrative:
Section a2, a4, a5, a6: unknown/asked but not available. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search of complaints revealed that one similar complaint for this production order number and the complaints reported was not related. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a preloaded monofocal intraocular lens (iol), it had a faulty haptic, but the surgeon managed to implant the lens. Through follow up, it was learned that the patient is doing fine post-operatively. Since the lens was implanted, only the delivery system is available for return. No other information was provided.